Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 227 mg/dl at the time of incident. The customer's blood glucose was 248 mg/dl at the time of call. The customer stated that the blood glucose reached 496 mg/dl and they were able to treat with manual injection. The customer stated that they were given drips to treat the high blood glucose. The customer stated that they found that the cannula was bent. The customer also mentioned that they received battery out limit alarm and failed battery test alarm. The insulin pump will not be returned for analysis.